Event description:
This rv lead was capped and replaced on (B)(6) due to loss of capture, high thresholds and is thought to be fractured. The patient had complained of dizziness. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.